Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd nano¿ 2nd gen pen needle no liquid came out from the needle. The following was recieved from the initial reporter: verbatim: due to diabetes, the patient used the pen needle on (B)(6). At around 8:00 in the morning, the resistance was relatively large during the injection, and no liquid came out from the needle. The patient came to our hospital for consultation. After a preliminary examination, it was found that the connection of the inner needle and the injection pen was bent, which caused the needle failure. After replacing the pen needle, the issue was solved.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that while using the bd nano¿ 2nd gen pen needle no liquid came out from the needle. The following was recieved from the initial reporter: verbatim: due to diabetes, the patient used the pen needle on june 23rd. At around 8:00 in the morning, the resistance was relatively large during the injection, and no liquid came out from the needle. The patient came to our hospital for consultation. After a preliminary examination, it was found that the connection of the inner needle and the injection pen was bent, which caused the needle failure. After replacing the pen needle, the issue was solved.